Event description:
Dealer reported that the irc10lx oxygen concentrator allegedly caught on fire while end user was watching tv. Flames allegedly shot up the cannula and up the user's nose which resulted in burns to the face. No additional information available at this time.